Manufacturer narrative:
For the reported event, 2 lot number were provided, and lot history review. The sample were returned for evaluation. The company is still investigating the issue at this time. Material separation was identified for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes two malfunction. A review of the reported information indicated that model cq7582 pta balloon dilatation catheter allegedly experienced a break. This report was received from a single source. This malfunction did not involve patient with no patient contact. The patient is (B)(6) years of age, the gender is male, and the weight is (B)(6) lbs.